Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 218 mg/dl, 125 mg/dl, 108 mg/dl, hi mg/dl (which on the system indicates a result in excess of 600 mg/dl), hi mg/dl, and 310 mg/dl.